Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump has second occurence off no power alarm. Customer¿s blood glucose was 120 mg/dl at the time of incident. Customer states that insulin pump received off no power after low battery warning. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.